Manufacturer narrative:
Date of event: exact date unknown, event had occurred for months before the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was protruding at one corner and catches in bumps multiple times a day which was very irritating. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. Nothing was explanted nor implanted.